Event description:
It was reported that the patient experienced "sharp" pain in her low back "about a week" prior to date of this report. Patient denied any recent falls or trauma. The patient was reportedly "very sick." It was stated that after being sick on (B)(6) 2013, the patient increased her stimulation. It was stated that the patient experienced a "sharp shocking pain" in her lower back four or five days prior to the report. It was noted that the pain was "very bad" and she got it "about 100 times a day." The patient reportedly lowered her stimulation the day prior to the report and her back pain was "a little better." A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported that the patient had no concerns regarding her device or therapy, as well as the patient had received assistance from her doctor or manufacturer representative and her concerns were resolved. It was noted that the patient had met with the representative eleven days earlier and had no further concerns.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).